Event description:
Description according to short form complaint filed: it is alleged that "[pt] had a gunther tulip vena cava filter implanted on (B)(6) 2009 at (B)(6) hosp and med ctr, (B)(6) by intervention radiology dept, (B)(6) hosp and med ctr, (B)(6)." Pt outcome: it is alleged that "[pt] suffered punitive damages." Additional info requested but not yet provided.

Manufacturer narrative:
Manufacturer reference: (B)(4). Catalog: unknown but referred to as a günther tulip filter. (B)(4). Information regarding the event has not been provided. It has not been possible to investigate this event based on the limited information, and we are closing the report until further information is received. If additional information is received, the report will be re-opened for further investigation.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] had a günther tulip vena cava filter implanted on (B)(6) 2009". Patient outcome: it is alleged that "[pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Catalog unk but referred to as a gunther tulip filter. Expiration date: unk as lot# is unk. Investigation still in progress.

Manufacturer narrative:
(B)(4). Name and address for importer site: (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 07/20/2015 as follows: plaintiff allegedly received an implant on (B)(6) 2009 via the right jugular vein due to dvt preoperative to spine surgery. Plaintiff is alleging migration; vena cava perforation; fracture; after 2 failed retrieval attempts, the device required surgical intervention to be removed; resection and graft repair of torn vena cava; bleeding; organ perforation (duodenum); surgical resection and repair of duodenum; periodic abdominal pain. Patient alleges two unsuccessful attempted retrievals: on (B)(6) 2014. Patient alleges that most of the filter was removed by surgical resection of the vena cava and the remaining fragments from the adjacent duodenum by surgical resection on (B)(6) 2014.

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, migration, vc + organ perforation, fracture, open surgical removal, pain'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.